Event description:
It was reported that a bad micro switch was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history review (DHR) is not applicable or relevant due to the device manufactured date of 1999. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition, with evidence of scuffing on the case. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and powered on unit. Check disposable alarm was activated indicating possible malfunction. Device under test (dut) was powered off and removed front cover to investigate further. Found micro switch was damaged. Known good micro switch was installed and unit functioned as intended. The root cause of the reported issue was undetermined, however, possibly due to wear and tear. No further actions were required.